Event description:
Boston scientific received information that this implantable lead was attempted. The lead exhibited dislodgement during the implant procedure and it was noticed upon repositioning efforts that the helix would not extract. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was discovered that the inner coil was fractured at the tip section of the lead. The fracture appeared to have occurred during the retraction of the helix.